Manufacturer narrative:
Concomitant medical product: addr06 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible over-sensing. It was reported that a lead warning for low impedance, under-sensing and over-sensing were noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.